Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition. Customer?s reported issue was confirmed. Interlock test switch failed to activate. Removed front cover and investigated further. Found micro switch operating lever missing. The root cause of the reported issue was not determined. This type of damage is caused by pushing the test tool in forcefully into the main block disposable connector. Found micro switch to be faulty due to unknown damage. Actions taken to mitigate the reported. No corrective action was taken.

Event description:
It was reported that they experienced a broken 390 block. No patient injury reported.